Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as product is in eval.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt status post nail and bolt implantation on (B)(6) 2010 returned to surgeon. It was discovered the nail was broken. Pt returned to operating room and the hardware was removed on (B)(6) 2010.